Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the device/migration of essure device: utero-ovarian"), device expulsion ("migration of essure device: utero-ovarian/migration of essure device location of device: uterus"), menorrhagia ("menorrhagia/abnormal bleeding (vaginal, menorrhagia)") and genital haemorrhage ("abnormal bleeding") in a 35-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included heavy periods. Concurrent conditions included dysfunctional uterine bleeding, sinus infection and kidney stones. Concomitant products included lipitac (omega 3 fish) since 2013, metoprolol since 2016, nsaid's since 2013, paracetamol (acetaminophen) since 2013, sertraline from 2008 to 2016 and sumatriptan from 2012 to 2016. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, 1 day after insertion of essure, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required). On (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding/abnormal bleeding (vaginal, menorrhagia)"). In 2014, the patient experienced vaginal infection ("vaginitis/infection (bladder/urinary tract/vaginal) type: vaginitis"). In (B)(6) 2014, the patient experienced fatigue ("fatigue/fatigue"). On (B)(6) 2015, the patient experienced pelvic pain ("persistent pelvic pain/pain/pelvic area pain") and dysmenorrhoea ("dysmenorrhea/dysmenorrhea (cramping)"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menstrual disorder ("menstrual bleeding"), depression ("psychological or psychiatric problems condition: depression and mental anguish"), anxiety ("psychological or psychiatric problems condition: depression and mental anguish"), flank pain ("flank pain") and abdominal pain ("abdominal pain"). The patient was treated with surgery (total laparoscopic hysterectomy and bilateral salpingectomy) and surgery (ablation). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, device expulsion, menorrhagia, menstrual disorder, vaginal haemorrhage, vaginal infection, fatigue, depression, anxiety, flank pain and abdominal pain outcome was unknown and the genital haemorrhage, pelvic pain and dysmenorrhoea was resolving. The reporter considered abdominal pain, anxiety, depression, device dislocation, device expulsion, dysmenorrhoea, fatigue, flank pain, genital haemorrhage, menorrhagia, menstrual disorder, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted in hysterosalpingogram (hsg) result. In previous follow up reported as: total bilateral occlusion. As per current follow up: just on tube blocked. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: essure device was successfully occluded. Pregnancy test performed today was negative. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: new pfs received- new events added: flank pain and abdominal pain were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the device") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included dysfunctional uterine bleeding, sinus infection and . On (B)(6) 2013, the patient had essure inserted. In 2014, the patient experienced fatigue ("fatigue"). In 2013, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding") and menorrhagia ("menorrhagia"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), menstrual disorder ("menstrual bleeding"), pelvic pain ("persistent pelvic pain"), vaginal infection ("vaginitis") and dysmenorrhoea ("dysmenorrhea"). The patient was treated with surgery (total laparoscopic hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, menstrual disorder, vaginal haemorrhage, menorrhagia, vaginal infection, dysmenorrhoea and fatigue outcome was unknown and the pelvic pain had resolved. The reporter considered device dislocation, dysmenorrhoea, fatigue, menorrhagia, menstrual disorder, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: essure device was successfully occluded. Pregnancy test performed today was negative. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received:the event abnormal vaginal bleeding, menorrhagia, vaginitis, dysmenorrhea, fatigue added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the device/migration of essure device: utero-ovarian"), device expulsion ("migration of essure device: utero-ovarian") and genital haemorrhage ("abnormal bleeding") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included heavy periods. Concurrent conditions included dysfunctional uterine bleeding and sinus infection. Concomitant products included sertraline from 2008 to 2016 and sumatriptan from 2012 to 2016. In 2013, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding/abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("menorrhagia/abnormal bleeding (vaginal, menorrhagia)") and fatigue ("fatigue/fatigue"). On (B)(6) 2013, the patient had essure inserted. In 2014, the patient experienced vaginal infection ("vaginitis/infection (bladder/urinary tract/vaginal) type: vaginitis"). In 2015, the patient experienced pelvic pain ("persistent pelvic pain/pain/pelvic area pain") and dysmenorrhoea ("dysmenorrhea/dysmenorrhea (cramping)"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menstrual disorder ("menstrual bleeding"), depression ("psychological or psychiatric problems condition: depression and mental anguish") and anxiety ("psychological or psychiatric problems condition: depression and mental anguish"). The patient was treated with surgery (total laparoscopic hysterectomy and bilateral salpingectomy) and surgery (hysterectomy full, salpingectomy bilateral). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, device expulsion, menstrual disorder, vaginal haemorrhage, menorrhagia, vaginal infection, fatigue, depression and anxiety outcome was unknown and the genital haemorrhage, pelvic pain and dysmenorrhoea was resolving. The reporter considered anxiety, depression, device dislocation, device expulsion, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, menstrual disorder, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: essure device was successfully occluded. Pregnancy test performed today was negative. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received. Depression, anxiety, cramping, expulsion (migration of essure device-location: utero-ovarian) were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of the device/migration of essure device: utero-ovarian'), device expulsion ('migration of essure device: utero-ovarian/migration of essure device location of device: uterus') and menorrhagia ('menorrhagia/abnormal bleeding (vaginal, menorrhagia)') in a 35-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included heavy periods. *pregnancy test performed today was negative. Concurrent conditions included dysfunctional uterine bleeding, sinus infection and kidney stones. Concomitant products included fish oil (omega 3) since 2013, metoprolol since 2016, nsaids since 2013, paracetamol (acetaminophen) since 2013, sertraline from 2008 to 2016 and sumatriptan from 2012 to 2016. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), 1 day after insertion of essure. On (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding/abnormal bleeding (vaginal, menorrhagia)"). In 2014, the patient experienced vaginal infection ("vaginitis/infection (bladder/urinary tract/vaginal) type: vaginitis"). In (B)(6) 2014, the patient experienced fatigue ("fatigue/fatigue"). On (B)(6) 2015, the patient experienced pelvic pain ("persistent pelvic pain/pain/pelvic area pain") and dysmenorrhoea ("dysmenorrhea/dysmenorrhea (cramping)"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding"), menstrual disorder ("menstrual bleeding"), depression ("psychological or psychiatric problems condition: depression and mental anguish"), anxiety ("psychological or psychiatric problems condition: depression and mental anguish"), flank pain ("flank pain") and abdominal pain ("abdominal pain"). The patient was treated with surgery (ablation, hysterectomy full, salpingectomy bilateral and total laparoscopic hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, device expulsion, menstrual disorder, fatigue, depression, anxiety, flank pain and abdominal pain outcome was unknown, the menorrhagia, genital haemorrhage, pelvic pain, vaginal haemorrhage and vaginal infection had resolved and the dysmenorrhoea was resolving. The reporter considered abdominal pain, anxiety, depression, device dislocation, device expulsion, dysmenorrhoea, fatigue, flank pain, genital haemorrhage, menorrhagia, menstrual disorder, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted in hysterosalpingogram (hsg) result. In previous follow up reported as: total bilateral occlusion. As per current follow up: just on tube blocked. Plaintiff received treatment for pain, bleeding, migration, bladder/urinary problems, other injuries/symptoms. Leave taken from this job or other job for medical reasons- hysterectomy and salpingectomy procedure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: results: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received. Reporter information added. Event outcome were updated. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the device") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), menstrual disorder ("menstrual bleeding") and pelvic pain ("persistent pelvic pain"). The patient was treated with surgery (total laparoscopic hysterectomy and bilateral salpingectomy). Essure was removed. At the time of the report, the device dislocation, menstrual disorder and pelvic pain outcome was unknown. The reporter considered device dislocation, menstrual disorder and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: essure device was successfully occluded. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.